Event description:
Olympus was informed that the referenced device was damaged when a laser was used. There was no further detail provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that there was no pt harm reported with no further details provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. There were burn marks found on the insertion tube exposed the metal braid inside the insertion tube. The insertion tube failed the leak test due to the damaged metal braid. This phenomenon was attributed to mishandling.